Event description:
Health professional reported an alleged leak with a lap-band port. The event was first noticed when a "marked decrease in" the pt's "satiety following fills" was found. The surgeon "discovered decreasing fill volumes." The leak was "confirmed at surgery" when the port was "inspected" and "injected with saline." The surgeon "found posterior cup leakage at seam between turret and central cup." The port was replaced.

Manufacturer narrative:
Allergan has rec'd the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the rptr the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Prior to doing an adjustment to decrease the stoma, review the pt's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been compliant with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."